Event description:
This is a spontaneous case report received from a physician in united states on 02-aug-2013 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced nausea, bloating, pain in lower right side (on and off), fatigue, cyst in cervix, and has not had a cycle (off and on). This case was converted from the conceptus database into (B)(4) on 04-oct-2013. The medical content of the case was not changed. Follow-up received on 18-nov-2016: information received via legal claim states that on or about may of 2009, plaintiff presented to her physician to discuss her options for permanent contraception. She relied on the representations made in the essure brochure and video as to the benefits and risks as relayed by her physician in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2009, plaintiff underwent the essure procedure. On or about (B)(6) 2009, she had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms including but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing severe and constant pelvic pain and excessive and abnormal bleeding during menstruation. On or about (B)(6) 2016, plaintiff saw her physician and underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain, amongst non serious events. She underwent a total laparoscopic hysterectomy and bilateral salpingectomy. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") in a 35-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heartburn since (B)(6) 2012. Concomitant products included ibuprofen (motrin) for pelvic pain, migraine and headache as well as ranitidine hydrochloride (zantac) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced cervical cyst ("cyst in cervix"), abdominal distension ("bloating"), abdominal pain lower ("pain in lower right side (on and off)"), menstruation irregular ("has not had a cycle (off and on)"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the cervical cyst, abdominal distension, abdominal pain lower, menstruation irregular, menstrual disorder and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, cervical cyst, fatigue, menstruation irregular and nausea with essure. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 09-dec-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and constant pelvic pain, amongst non serious events. She underwent a total laparoscopic hysterectomy and bilateral salpingectomy. The event is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between event and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and constant pelvic pain") in a 35-year-old female patient who had essure (batch no. 627302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heartburn since april 2012. Concomitant products included ibuprofen (motrin) for pelvic pain, migraine and headache as well as ranitidine hydrochloride (zantac) since april 2012. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced weight increased ("weight gain"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2012, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In april 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2015, the patient experienced vaginal discharge ("vaginal discharge"). In december 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced cervical cyst ("cyst in cervix"), abdominal distension ("bloating"), abdominal pain lower ("pain in lower right side (on and off)"), menstruation irregular ("has not had a cycle (off and on)"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the cervical cyst, abdominal distension, abdominal pain lower, menstruation irregular, menstrual disorder and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, cervical cyst, fatigue, menstruation irregular and nausea with essure. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-sep-2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain. Concomitant disease, lot number, lab data were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.